Event description:
It was reported that the patient had an 80% stenosed lesion in the proximal circumflex (lcx) artery with mild tortuosity, and a 90% stenosed lesion in the left anterior descending (lad) artery with mild tortuosity and moderate calcification. Pre-dilatation was performed in the lad, and the 2.5 x 38 mm xience prime stent was deployed at 12 atmospheres (atm). No thrombosis was seen. While post-dilating the stent with a 2.5 x 12 mm nc trek, thrombus formation was seen in the lcx lesion, and the vessel was totally occluded. The lcx was immediately wired and the thrombus was aspirated. A 3.0 x 15 mm xience v stent was deployed at 12 atm in the proximal lcx with a good result, and timi iii flow. There was no residual stenosis; however, the patient suddenly experienced an acute myocardial infarction in the lcx with bradycardia. Cardiopulmonary resuscitation (CPR) was performed with ventilator support, but the patient died in the cath lab. The cause of death is unknown; however, the physician believes that the improved flow in both vessels stunned the myocardium. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of thrombosis is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v and nc trek referenced are being filed under separate a manufacturing report numbers.